Event description:
Post-op a laparoscopic adjustable band procedure, the pt presented with nausea, vomiting and pus in the port. An egd was performed in 2009, and it showed there was erosion of the band. The next day, the band was explanted. The pt had two or three adjustments prior to the band being explanted. The pt is currently fine.

Manufacturer narrative:
Date sent: 6/23/2009. Info is unavailable; device was not returned for evaluation.